Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker did not work as reported by the patient advocate. The patient was admitted to the hospital. As per advocate, the physician was not paying attention to the patient. Boston scientific technical services (ts) explained to the patient advocate that it was beyond their control to contact the clinic and make the physician pay attention to the patient. All available information indicates that device still remains in service. No adverse patient effects were reported.